Manufacturer narrative:
The getinge field service engineer (fse) that encountered the issue replaced all blood contaminated parts: safety disk assembly (0997-00-0985-01), crm assembly (0997-00-0986-01), blood detect tubing (0008-00-0312), purge valve assembly (0104-00-0026), and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during use on a patient in the or, the cs300 intra- aortic balloon pump (iabp) had a blood back event. Blood made it to the vacuum chamber.